Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) and was hospitalized. The shock was determined to likely be inappropriate due to atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) was consulted and reviewed recent previous untreated and treated episodes that were similar in nature. It was also noted that the shock impedance was high, but within range for the recent events. The s-ICD was reprogrammed and the patient's medicine was changed for rate control.